Event description:
It was reported while using bd pegasus yel 24ga x 0.75in prn non-pvc experienced safety mechanism or needle disengagement difficulty. The following information was provided by the initial reporter: when the patient was undergoing intravenous infusion treatment, the nurse found that the steel needle of the closed anti-needle puncture type intravenous indignant needle could not be completely removed during the separation, which needed to be restored after anti-corruption promotion, without affecting the patient.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1292207. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in prn non-pvc experienced safety mechanism or needle disengagement difficulty. The following information was provided by the initial reporter: when the patient was undergoing intravenous infusion treatment, the nurse found that the steel needle of the closed anti-needle puncture type intravenous indignant needle could not be completely removed during the separation, which needed to be restored after anti-corruption promotion, without affecting the patient.